Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a procedure performed to treat a target lesion in the mid right coronary artery (rca). The nc trek dilatation catheter was advanced and the balloon was inflated without issue. The balloon was deflated and was pulled back into the guide catheter, while additional imaging was performed. An attempt was made to remove the device; however, the dilatation catheter became stuck in the guide catheter. The devices were removed as a single unit and there was no adverse patient effect. There was no clinically significant delay. No additional information was provided.